Event description:
Additional details received noting that 1.25mls of juvéderm® voluma¿ xc were injected and that the patient is still healing.

Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/3. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with juvéderm® voluma¿ xc in the chin. Patient experienced vascular occlusion shortly after injection. Blanching was not observed on injection but patient reported pain shortly after followed by blanching in the area and discoloration of surrounding tissue. Patient was treated with hyaluronidase until discoloration resolved.